Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician stated that the cuff was loose on the urethra. The device was replaced and downsized from 4cm to 3.5cm cuff. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.